Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The noise was able to be reproduced when performing isometrics. X-ray images were taken and sent to boston scientific technical services (ts) for review. An electrode performance issue was suspected. Upon review ts discussed possible causes. The sensing vector was reprogrammed. Ts noted that the device has been implanted for six months without any previous shocks and there are good shock impedance measurements recorded. During the shock the patient's rate was around 70 bpm when sudden morphology change occurred with r wave amplitude drop from 2 millivolt (mv) to 0.2 mv. Noise along with wandering baseline with sudden jumps were observed. Post shock r-wave amplitudes recovered to above 2 mv with stable baseline and sporadic noise artifacts still present. During testing after the patient was moving upper thorax and arms, evident mechanical noise was reproduced in primary sensing vector. Secondary vector testing showed appropriate sensing in presence of r wave amplitude reduction and myopotential. Ts noted that the available x-rays confirmed appropriate system placement and lead inserted in the device header. The device did appear to be slightly rotated counter clockwise compared to implant time, however the physician believed the noise due to electrode issue. A revision procedure is planned for the future. At this time the electrode remains implanted and no adverse patient effects were reported. Additional information was received that the noise was able to be reproduced in primary vector. Secondary vector did not exhibit any oversensing but did show some myopotential noise during isometrics. An electrode fracture was suspected. A revision procedure was performed. During the procedure the electrode was explanted. It was noted that the explantation was difficulty and the coil was damaged in the process. Visual inspection after explant noted some alterations in the insulation. A new electrode was implanted with the same device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.